Event description:
The customer contacted stryker to report that their device does not complete the boot-up process. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Corrected data: section d10, returned to manufacturer on of the initial medwatch report indicates 05/07/2024; section d10, returned to manufacturer on of the initial medwatch report should indicate 04/24/2024. Additional manufacturer narrative: the system pcb was removed from the device and returned to stryker product analysis center (pac) for further analysis. The pac technician found the single board computer (sbc) card is corrupted and no longer accepting software changes. The root cause of the reported issue was the inoperative sbc card. The customer received a replacement device under the loaner trade program and agreed to have their device scrapped by stryker. The customer's device was therefore returned to stryker for scrap.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that a faulty system pcb was the cause of the reported issue. The device was unrepairable and returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device does not complete the boot-up process. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.